Manufacturer narrative:
No blood was seen on the adhesive pad or the device. Investigation of the bottom housing indicates that the adhesive was properly welded to the device. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The formed needle was properly seated in the slide insert. A leak test was performed, and no leaks were observed throughout the entire fluid path. The exact cause of the cannula dislodging could not be determined. The formed needle was inspected for any manufacturing deficiencies that could cause skin irritation at the infusion site and no issues were found. The cause of the skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 320 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother stated they believed the cannula dislodged from the infusion site (leg). Skin irritation was reported at the site as well. As treatment, a new pod was applied and a correction was delivered.